Event description:
It was reported by the customer that the fluid/prescription drug doesn't go through the syringe/needle properly. No information was received regarding any serious injury as a result of this product issue.